Event description:
Customer reported communication error and a control panel failure happened during a case. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the control panel processor pcbs, and the quad output power supply. System operates as intended.